Event description:
The mini vision was placed in the side branch attempting to get into the distal lesion by "dotter technique; however, the distal lesion had not been pre-dilated and the mini vision was unable to cross the lesion. The mini vision was placed in the ostial lesion butting a frontier stent, which is diagonal and distal to the minivision. The diaganol was patent but distal to the mini vision the vessel narrowed down and it is unknown if a dissection or a spasm occurred. In another view, the diagonal was blocked off post minivision, with no flow. The patient experienced chest pain and there were ECG changes. A clot was evident in the lad proximal to the bifurcation. The guide catheter position was lost and it was changed. Could not cross the "clot" in the lad with a bmw guide wire and flow disappeared in the lad and diagobal. The patient then experienced severe pains, blood pressure drop and the doctor requested a balloon pump and the surgeon was called. Various meds were given and flow returned to lad; however, the diagonal was still down post minivision. The patient was taken to surgery for bypass. The patient is stable following the bypass surgery.